Event description:
It was reported that: during a case, when in automatic ventilation, the machine began to post alarms for apnea pressure and apnea flow. The doctor changed to manual ventilation and after approximately one hour, the same alarm condition occurred. The doctor stated that the expiratory pressure between breathes would increase until the device alarmed. No pt injury.